Event description:
The customer reported that the system experienced an uninitiated fast stop error followed by an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The emergency line was evaluated for proper connectivity. The left and right fast stop cables were also evaluated and replaced. The system was tested and found to be working as intended and returned to service.